Manufacturer narrative:
Updated fields: h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a definitive root cause was not established. However, it is likely the device was not reprocessed correctly due leakage of the biopsy channel. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope's bonding was brittle and the distal end plate had cracks. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material lodged between the bending section cover and jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material lodged between the bending section cover and jet tube. In addition to the reportable malfunction, the following were noted: the grip had a scratch; the air/water-cylinder and the suction cylinder had no color; the plug unit had a scratch; the scope connector cover unit had stain; the label on the suction connector was damaged; due to damage on the channel tube, water tightness was lost; due to adhesive peeling on the bending section cover, the insulation resistance value at the distal end did not meet the standard value; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the bending section cover had a crack; the objective lens had a chip; the light guide lens had a crack and corrosion; the bending tube was deformed; the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.